Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's display went blank, and remained blank, following the delivery of a 360 joule shock to a patient.  The customer advised that the green power led remained lit, but the device was otherwise unresponsive.  The batteries had to be removed, then reinstalled, into the device before it would power back on.  This device behavior is indicative of a lockup condition.   The batteries had 2 and 3 bars, respectively.   The patient, a female, did not survive the event.  Paramedics who were on scene and worked on the patient advised that they do not believe that the device use contributed to the patient outcome.  The patient had experienced a prolonged downtime (exact amount of time unknown) and paramedics indicated that they shocked the patient, even though they felt it would not impact the patient's outcome, due to the presence of family members.  No further details about the patient, or the event, were available.